Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the clinical specialist that the patient was admitted with increased ldh and suspected vad thrombus. A ramp study was completed friday (B)(6) 2014 and we were able to induce suckdown at 9800rpm (from 8800). Vad sounds are normal. The patient has a driveline infection that was being treated. Driveline site recultured and the results are pending. The patient is on heparin with ptt goal 60-80, coumadin (2.2-2.8), and full acetylsalicylic acid (asa). Week ending (B)(6) 2014: ldh's continued to trend up throughout the week, peak ldh 1685, plasma hgb 22.3. A second ramp echo completed. Able to induce suckdown and patient started having premature ventricular contractions (pvcs) and runs of ventricular tachycardia (vt). Heparin was discontinued, patient's inr 2.2. Patient's urine was darker mid-week but has since cleared up although still does have red blood cells in it. Patient has no symptoms of heart failure. All vad numbers are stable; pi is 3-5, now power spikes, consistently high 5-6, flows 4-5s. The patient will remain on coumadin with goal inr 2.2-2.8 and asa 325 mg daily. Week ending (B)(6) 2014: heparin was restarted last weekend with ldh hovering in the 1500's. Pump exchanged wednesday (B)(6) 2014 via subcostal approach - clot found on inflow side of the rotor. Plan to recover from exchange and follow up as an outpatient.